Event description:
Procedure description: at the hepatic flexure mobilization, the duodenum was identified and swept down out of the way. Once reaching the hepatic flexure, the terminal ileum was identified in a point for transection chosen. The mesentery was dissected free from the bowel wall and the small bowel was transected with a gia stapler. The harmonic scalpel was used to divide the small bowel mesentery to the ileocolic pedicle which was doubly clamped divided and tied with 2-0 vicryl. These were eventually all taken down with combination of electrocautery and harmonic energy device. Once the splenic flexure was mobilized, we transected the remaining transverse colon mesentery splenic flexure mesentery and descending colon mesentery with the harmonic scalpel. Packs were re-oriented as were retractors and began to mobilize the sigmoid colon. The white line of toldt was scored with electrocautery up to blunt flexure and down to the rectum. The retroperitoneum was swept down with the sponge stick. The mesentery was divided using the harmonic energy device. Once we reached the rectum, there appeared to be some dense adhesions to the superior rectum posteriorly from her previously perforated diverticulitis. These attachments were taken down with the use of electrocautery and there was a very small chronic abscess cavity encountered. The rectum was divided at a point distal to this area of chronic inflammation. The superior rectum was freed circumferentially at the point of transection in a 75 mm gia stapler was used to transect the superior rectum. After the stapler was fired, there appeared to be a small hole in the middle of the staple line, and the suture line began to unravel creating a larger hole. There was significant contamination from this. The staple line was then oversewn with interrupted lembert sutures incorporating and closing this defect. A prolene suture with a 2 cm tail was placed in the rectal stump for future reference. Return to surgery postop day 3: preoperative diagnosis: intraperitoneal free air. Postoperative diagnosis: pelvic abscess. Postoperatively she was doing well until postoperative day three when she developed sustained tachycardia, fever, abdominal distension, persistent nausea and vomiting. Nasogastric tube decompression drained over 2l of bilious content. A CT abdomen/pelvis was obtained which demonstrated free fluid and intraperitoneal air. Due to her concerning abdominal exam and clinical decline a decision was made to take her back to the operating room for exploration. Procedure description: ...upon entry into the abdomen, the small bowel was grossly dilated. There was turbid fluid in the pelvis along with the purulent material in the pelvis. The entire length of the small bowel was inspected beginning at the ileostomy. There were fibrinous material along portions of the distal small bowel, but there were no small bowel injuries or enterotomies identified. The small bowel was dilated in its entirety. The duodenum appeared normal...